Event description:
It was reported that the customer's insulin pump did not rewind. His blood glucose level was 145 mg/dl. He was unable to exit the preparing to prime loop. The customer was unable to troubleshoot a lost sensor alarm because the insulin pump was not exiting this loop. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No lost sensor alarm could be confirmed due to the prime anomaly.